Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual and functional inspection of the device received. The device was received without its packaging, it was in used condition. Visual inspection revealed that the cable is in good condition as well as the connector and pins. The electrode tip does not have structural anomalies, saline residues were found inside the suction tube, the sleeve was damaged from the distal part, the piece damaged was returned. To test its functionality, the electrode was connected to the vapr vue test generator and it was recognized immediately, no alert messages were displayed. The ablation function was activated for 1 minute, and it worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended as well, the sleeve did not show damages during the functional test. A manufacturing record evaluation was performed for the finished device u2205095, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection this complaint can be confirmed. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure; a force greater than the design specification was applied to the device during use causing damages in the sleeve. However, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in japan that during an arthroscopic procedure tor a contracture release for shoulder contracture on (B)(6) 2023, a vapr tripolar90 suction electrode device was used. According to the report, when arthroscopic for the inside of the joint was performed after shoulder manipulation, the sealer in the black area near the tip of the device was partially peeled off. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.